Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty cable unit could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus 4k autoclavable camera head was not producing an image during preparation for a therapeutic procedure. According to the initial reporter, another camera was used to completed the procedure with no negative impact to the patient.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report of no image was confirmed. A faulty cable unit was discovered and causing the device to not produce an image. Additionally, the rear cover label was faded and the rear packing was peeled. If additional information becomes available following the device evaluation, a supplemental report will be filed.